Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on distal rows 1 to 13 were pulled distally and stretched extending over the distal marker band. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The proximal balloon cone was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal balloon cone could not be assessed as it was covered by stent struts that had stretched over the cone. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube kink 56mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The stent struts got lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent struts got lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.